Event description:
It was reported, the physician is unable to program the patient's ipg (italy). Additionally, when trying to establish communication with the ipg, an error message indicating the ipg battery voltage is too low to provide stimulation is displayed. Premature battery depletion is suspected. Further investigation revealed that surgical intervention will be undertaken at a later date to resolve the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.